Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a coronary lesion. During advancement of the unspecified stent delivery system (sds) over the hi-torque balance middleweight guide wire, the stent system became stuck with the guide wire. The guide wire and the sds were removed as a single unit and replaced with another system to finish the procedure successfully. No additional information can or will be provided.